Event description:
An issue was reported involving frequent occlusion alarms occurred. Reportedly, the customer was using fiasp brand insulin. Tandem technical support educated the customer this is off label insulin use. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin delivery.